Manufacturer narrative:
The dialyzer involved in this incident was not available for investigation and the lot number could not be provided by facility.

Event description:
During a hemodialysis treatment on a phoenix machine, the patient coded and expired. The machine was inspected by gambro technical specialist representative who found it to be functioning correctly and within manufacturer's specifications. The dialysis machine was returned to clinical use. Per dci corporate policy, no further patient, treatment, or device information will be provided. Neither the physician, nor the nurses caring for the patient, believe any gambro device caused or contributed to the patient's cardiac arrest. The cartridge blood set, bicart and revaclear were not available for investigation.